Event description:
It was reported that patient presented to emergency room (ER) due to syncope caused by an appropriate implantable cardioverter defibrillator (ICD) shock. Upon interrogation, it was noted that the ICD failed to convert the patient's rhythm with anti-tachycardia pacing (atp). The arrhythmia then accelerated into ventricular tachycardia (vt) and was terminated by an appropriate shock, which then put the patient into syncope consequently. Once in ER, the ICD failed to convert another event of rising heartbeat with atp, before it became vt and resolved by another appropriate shock. No intervention was performed. Patient was stable.